Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the instrument was inside the site, the surgeon discovered that the balloon was very difficult to inflate. The nurses opened two more of the same type. Two others were also difficult to inflate. Nurse tried to inflate before entry into patients. There was no patient injury.

Manufacturer narrative:
Correction: additional information: (UDI#). If information is provided in the future, a supplemental report will be issued.